Event description:
The customer reported that they had problems with the side zippers on the canopy and that a pt was able to get out of the canopy. No pt injury was reported. Further info has been requested, but none has been given.

Manufacturer narrative:
Zipper issue.